Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after treatment of a ba-tip aneurysm with stent assist, while advancing a non-stryker microcatheter to a va aneurysm, torque could not be given to the subject guidewire, making it difficult to advance and retract. Subsequently, an attempt was made to remove the non-stryker catheter and the subject guidewire together, but only the non-stryker catheter could be retracted, and the subject guidewire could not be retracted due to resistance. Distal of the subject guidewire was detached, so the hub of a non-stryker distal access catheter was cut off, a gooseneck snare was used as a medical intervention to retrieve the torn part of the subject guidewire. In the physician's opinion, damage may have accumulated in the jacket area due to some kind of factors, this might cause twisting off the subject guidewire. After that, new distal access catheter was opened and insert the non-stryker catheter, used a non-stryker guidewire instead. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the anatomy was normal, the introducer was used when inserting the guidewire, the guidewire tip was shaped 90 degrees, and a gooseneck snare was used to retrieve the fractured tip of the guidewire. A non-stryker microcatheter and a non-stryker distal access catheter were used with the subject guidewire. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that after treatment of a ba-tip aneurysm with stent assist, while advancing a non-stryker microcatheter to a va aneurysm, torque could not be given to the subject guidewire, making it difficult to advance and retract. Subsequently, an attempt was made to remove the non-stryker catheter and the subject guidewire together, but only the non-stryker catheter could be retracted, and the subject guidewire could not be retracted due to resistance. Distal of the subject guidewire was detached, so the hub of a non-stryker distal access catheter was cut off, a gooseneck snare was used as a medical intervention to retrieve the torn part of the subject guidewire. In the physician's opinion, damage may have accumulated in the jacket area due to some kind of factors, this might cause twisting off the subject guidewire. After that, new distal access catheter was opened and insert the non-stryker catheter, used a non-stryker guidewire instead. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.